Event description:
It was reported that the pacemaker had "???" For the pacing lower rate interval. The device was reprogrammed from 60-120 bpm and the rhythm returned to normal behavior. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.